Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found that the returned sample met specification. It was observed that the readings were accurate on the returned sample. The catheter was dissected and it was found that the wire was in good condition. The exterior of the sample was inspected and no evidence of a failure that would cause the reported event was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes."

Event description:
It was reported that the temp sensing catheter would only show 27 to 28 degrees c. The user changed the cable but the catheter temperature still would not read correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp sensing catheter would only show 27 to 28 degrees c. The user changed the cable but the catheter temperature still would not read correctly.